Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed and replaced due to low pacing impedance, low hv-coil impedance and a possible clavicle crush. The right atrial (ra) lead was also removed and replaced as it also appeared to have sustained a clavicle crush. During the procedure, a new left ventricular (lv) lead was attempted and would not track the patient's tortuous anatomy. Another location was chosen and the lv lead dislodged from that location. Another lv lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead, implanted: (B)(6) 2014; 6944-58 lead, implanted: (B)(6) 2014. (B)(4).